Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent patient event. There were no adverse effects to the patient as a result of the reported issue. The customer was monitoring the patient and defibrillation therapy was not necessary during the event. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic patient record from the event and verified that the customer's device did power off twice by itself during the event. Physio then examined the customer's device, as well as the batteries used during the event, but was unable to duplicate the reported issue. Physio observed proper device operation through functional and performance testing. The unit was returned to the customer for use. The cause of the reported issue could not be determined.